Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the cartridge only to resolve the issue.